Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Eight (8) used and filled samples were provided for evaluation the received samples were weighed and recorded to be approximately 75 grams, which is the average weight of an unfilled easypump ii. During visual inspection, sample five was observed to have white crystallization in the microbore tube. The sample was filled with some solution to confirm the flow is blocked, and no flow was observed after the sample was unclamped and left overnight. All samples except sample five were sent for decontamination. The flow rate deviation from nominal flow rate for received samples was -3.13%. The flow rate of the samples was all within the specification ±15% from nominal flow rate; therefore, the reported defect was not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: patients reporting 48hr infusion ended in 36hrs. Detailed inquiry description: patients reporting 5fu infusion in 4540018-02 ended in 36 hrs. No injury.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.